Manufacturer narrative:
Product event summary : the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed no anomalies.

Event description:
It was reported that the right atrial lead was oversensing far-field r waves. The lead remains in use. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 6947-72 lead implanted 2011-(B)(6). (B)(4).